Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) of 378 mg/dl after changing the infusion site in the stomach on (B)(6) 2025. The user believed tight clothing restricted the site. After adjusting clothing, bg decreased to 285 mg/dl and continued to normalize. No device issues, medical treatment, or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.